Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j sales representative. Investigation summary service and repair evaluation: the customer reported the device was broken. The repair technician reported the spring was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression spring. The item was repaired per the inspection sheet, passed synthes final inspection on 11-may-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 323.260, lot number: 20p6975, manufacturing site: (B)(4), release to warehouse date: november 13, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups (B)(4) site, it was observed that the drill guide was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) 2.7mm universal drill guide. This report is 1 of 1 for (B)(4).